Event description:
--

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted for dislodgement. The chronic left ventricular (lv) lead had at some point dislodged into and was pacing in the left atrium. It is unknown when. The change out pre-check appointment is when they realized that the lead had likely moved to the left atrium and was pacing there as opposed to the left ventricle. At the device change out procedure the lead was explanted and replaced in a different vein and is working appropriately. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned, with setscrew marks noted as well as deformed conductor coils. Additionally there was electrocautery damage found and some slight separation noted between the silicone insulation most likely related to the explant. There was dried bodily fluid noted in the lead lumen. The lead has no visible signs of damage or defect which would lead to dislodgement.